Event description:
The hcp reported the pt became very spastic with spasms occuring frequently. The pump was explanted and replaced and returned to the manufacturer for analysis. The pt is reported to be back to normal after the replacement. A follow up report will be sent if additional information is received.